Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4): device will not be returned.

Event description:
Reporter stated that customer received the following results on 2 different meters within 6 minutes: 104 mg/dl (mobile system 1) and 38 mg/dl (mobile system 2 ). Customer had unspecified hypoglycemic symptoms at the time of the results. No treatment reported. Readings occurred with two different cassettes of test strips. Customer is not sure which cassette was used with each system. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation, however, the suspect strips have been discarded and will not be returned.